Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in operating room for routine generator replacement, externalized conductors was observed on the riata lead. Patient was asymptomatic. No electrical anomalies were observed on the lead. Lead was capped and replaced on (B)(6) 2016. Patient was stable.